Manufacturer narrative:
Additional information: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation (the lens remains implanted). However, a video was provided by the account which was evaluated. Upon evaluation of the video, the implantation of the lens was observed; however, the video does not show the preparation process of the device before the intraocular lens (iol) delivery process. During the delivery of the lens into the patient¿s eye a foreign material (white loose particle) can be observed. Also, it was observed that the material was removed with irrigation/aspiration (I/a). The reported issues were verified; however, since there is no sample (e.g. The lens or the device or the particle) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), a foreign material (an elongated white substance that was discharged from the injector and adhered to the lens) entered into the eye with the iol. The material was removed with irrigation/aspiration (I/a). There were no problems or inflammation and no patient injury was reported. It was noted that no product will be returning as the lens remains implanted. No further information was provided.